Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Performance testing found that the device will power off when the dc adapter is moved in the dc receptacle and the power will stay on if the connection is undisturbed. Based on all available information the astral dc adapter was unable to reliably provide power to the device. The astral dc adapter was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device power supply unit failed to charge an astral device. There was no patient injury reported as a result of this event.

Manufacturer narrative:
Resmed has requested for the device to be returned for investigation. The device has not yet returned, therefore, resmed is unable to confirm the alleged malfunction at this time. (B)(4)

Event description:
It was reported to resmed that an astral device power supply unit failed to charge an astral device. There was no patient injury reported as a result of this event.